Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was damaged. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed cracks along the expiratory limb. Further analysis found chemical residue on the internal surface of the tube. Conclusion: we are unable to determine the cause of the reported event. However, it was most likely due to chemical exposure to the expiratory limb. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was damaged. There was no reported patient involvement.